Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor is worn out and broken.

Manufacturer narrative:
The sigma hp fem notch impactor associated with this report was not returned, however, photographs of the instrument were received. This device has been assessed by depuy engineering in (B)(6) with the following resolution: (B)(4) the impacting head of the impactor is badly worn and damaged. The lot I/d of j0708 (july 2008) makes this instrument approximately 8+yrs old. A complaint database search against product code 950501218 identified similar reports of breakage which when confirmed were attributed to product wear out. The issue of breakage of radel handles that are impacted have now been reviewed by the CAPA review board and was identified for further action. Data review no. Dr-(B)(4) was raised for further investigation, to include reference to data review activity no. Dra-(B)(4). The dra data showed that there is no systemic failure of extruded radel as a material for use in instruments, and that the complaints pertaining to this failure mode fall under the (B)(4) threshold agreed at CAPA review board. The root cause of the reported event has been attributed to wear and tear. Corrective action is not indicated. Continue to monitor per sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.